Event description:
It was reported that the customer tried to load but it was locked when it was loaded at the jaw.

Manufacturer narrative:
Qn# (B)(4). The customer returned one unit 528135 visistat 35r 6/box for investigation. The returned sample was visually examined with and witho ut magnification. Visual examination of the returned stapler revealed that the sample was returned with the first staple misaligned. The stapler was returned with 43 staples left in the cover block. An attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. Upon engagement of the trigger, no staple fired. Several more attempts were made, but no staple fired. It appears that the misalignment of the staples is preventing the staples from moving down the track and into the forming tool. An attempt was made to manually realign the staples but the staples were unable to be realigned. The stapler was disassembled and it was confirmed to have been assembled correctly. No other defects or anomalies were observed. It could not be determined exactly how or what caused the staples to misalign. A CAPA was previously opened by the manufacturing site to further investigate visistat jamming issues. An attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. Upon engagement of the trigger, no staple fired. Several more attempts were made, but no staple fired. It appears that the misalignment of the staples is preventing the staples from moving down the track and into the forming tool. An attempt was made to manually realign the staples but the staples were unable to be realigned. The stapler was disassembled and it was confirmed to have been assembled correctly. No other defects or anomalies were observed. It could not be determined exactly how or what caused the staples to misalign. A CAPA was previously opened by the manufacturing site to further investigate visistat jamming issues. It could not be determined what caused the staples to misalign. A CAPA was previously opened by the manufacturing site to further investigate visistat jamming issues. The reported complaint of "jamming resistance felt at trigger" was confirmed based upon the sample received. One sample was returned with the staples in the returned device misaligned. Upon functional inspection, the misalignment of the staples prevented the staples from firing properly. It could not be determined what caused the staples to misalign. A CAPA was previously opened by the manufacturing site to further investigate visistat jamming issues.

Manufacturer narrative:
Qn#: (B)(4). The device history review for the product visistat 35w 6/box lot #73b1900009 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the customer tried to load but it was locked when it was loaded at the jaw.